Event description:
The customer reported erroneous high accu tni (troponin I) results were obtained for one patient when using access 2 immunoassay system. Erroneous test results were reported out of the laboratory. Results within the normal reference range were obtained upon repeat testing. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This event represents event 1 of 2 events reported by this customer. Subsequent testing made for this patient on a separate date will be documented in a separate MDR.

Manufacturer narrative:
Samples are collected into plastic bd heparin tubes with gel. Specimens are centrifuged at 3900 revolutions per minute (rpm) for 5 minutes and sampled from the primary tubes. Sample two was stored refrigerated between the initial run and repeat analysis. Quality control (qc) resulted within specifications prior to and after the event. A system check performed and resulted within specifications. No flags or error codes were obtained during the time of the event. The field service engineer (fse) was dispatched. Noted the unit's operation was verified and ran system check and lumwash son/inc. Testing which both met specifications. A root cause for this event has not been determined. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to the following MDR that has been reported: 2122870-2011-04986.